Manufacturer narrative:
Testing and investigation found the device mechanism alarmed with a s321 malfunction alarm code and the motor was loose. The probable cause of the s321 was a loose motor due to the under application of the adhesive seal or the adhesive seal being applied over grease. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported preventative maintenance testing the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events and no reported delays in critical therapy while the device was in clinical use. No additional information was provided.